Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose after breakfast and a subsequent rapid decline after a supply change, with levels falling from 235 mg/dl to 83 mg/dl within about one hour; the event cause remained unclear and no device component issue was identified. Symptoms included hyperglycemia and sensations consistent with a rapid glucose drop, such as sleepiness, sluggishness, and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided data and reports. Investigation of this case revealed insufficient information regarding a device problem, no specific device component implicated, and no findings available to establish a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.